Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.

Event description:
Reported 2 false positive flu a for one patient, 3 false positive flu b for another patient and 2 false positive sars results for a third patient. The customer communicated the results were confirmed negative by molecular (pcr testing).